Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient's body, reverse blood from the port was observed. The issue was resolved by changing to a new sheath. The procedure was completed without patient consequence. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a cool flow pump and no leakage was observed. A functional test of the side port was performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device 00001496 number, and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve was found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. After the sheath was inserted into the patient's body, reverse blood from the port was observed. The issue was resolved by changing to a new sheath. The procedure was completed without patient consequence. Additional information was received and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to the bleeding. A few drops of blood was lost, but the exact amount is unknown. No medical intervention was required to stop the bleeding.